Event description:
It was reported that the patient presented in clinic for initial left ventricular (lv) lead implant. During procedure, it was noted that the lv lead failed to advance through the inner or outer sheaths. The lv lead was not implanted, and a replacement was successfully implanted on (B)(6) 2026. The patient was stable throughout.